Event description:
Boston scientific received info that a right atrial (ra) lead dislodgment was confirmed via x-ray. During the revision procedure, while the physician was attempting to dissect the ra lead from the scar tissue in the pacemaker pocket, the right ventricular (rv) lead was damaged. The physician opted to place a new rv and ra lead in a new access site. The ra lead was explanted and the rv lead was surgically abandoned. A new rv lead was implanted without difficulty. However, while placing the new non-boston scientific ra lead, it dislodged four times. It was noted that the pt previously had a CABG procedure. The non-boston scientific ra lead was successfully implanted on the lateral atrial wall with high threshold measurements. No specific measurements were given and no adverse pt effects were reported. This lead was surgically abandoned and a new lead was successfully implanted. There is no further info available at this time. If add'l info should become available to our company, this event would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.